Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility (2022_1662, 2022_1663, 2022_1664 and 2022_1665 are same patient)